Manufacturer narrative:
H6: investigation summary: two samples were returned to our quality team for investigation. The product was visually inspected and the connector was observed to be disconnected from the spike. There was traces of solvent observed on the c35 connector piece, however, it was noted to be an insufficient amount, resulting in improper assembly which caused the pieces to disconnect. A device history review was performed for reported lot 2206711, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found. Although we could not identify a direct issue, it was determined this incident was likely related to a failure in the dispenser that doses the solvent. H3 other text : see h10.

Event description:
It was reported that 2 bd phaseal¿ spike connectors (c180j) experienced a separation of the mating component. The following information was provided by the initial reporter: the c35 component of c180j was disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ spike connectors (c180j) experienced a separation of the mating component. The following information was provided by the initial reporter: the c35 component of c180j was disconnected.